Event description:
A urethral stricture occurred subsequent to a (previously reported) proact device erosion and explantation. The urethral stricture developed where the proact device had previously eroded (reported in 3003477176-2025-00019-00507). Specifically, a 15 french stenosis was noted at the vesicourethral anastomosis. It was resolved via dilation of the bladder neck to 20 french, with no residual effects. The patient had the proact device explanted for at least four months since the date of onset. The event was specified as related to the device, but not the procedure.